Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not charging. Customer changed out the power adapter and battery was successfully charged. Customer received a resume pump alarm; customer did not know how or when insulin delivery stopped. Customer's blood glucose was 180 mg/dl.